Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Hospital could not locate device.

Event description:
The neuron delivery catheter 070 was delivered to the hospital with the tip being "smashed mid-shaft". It was not used in a patient. It was noticed upon opening the box.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the devcie investigation.